Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017; however, the exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set broke off in the patient's body during removal, leaving approximately 2mm of needle lodged inside. The needle has not been removed. X-ray scans have been performed. Initial reporter stated they will monitor the site for signs of infection and visit general surgeon for removal options. No permanent injury was reported. See MFR: 3012307300-2017-00915 and 3012307300-2017-00917.